Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The bag to vent switch was replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that ventilation stopped during a procedure. There was no report of patient injury.